Event description:
It was reported that during mapping in a procedure for an ectopic focus in the left ventricle, the patient complained of chest pain. Echoscopy was performed and pericardial effusion of approximately 1.5cm in size was noted. The patient was transferred to the ccu and the procedure stopped. A pericardial puncture was done. No other information is available at this point.

Manufacturer narrative:
Concomitant bwi product used during the procedure: smart touch unidirectional (device not marketed in USA); model #: d-1336-01-s, lot #: 15530361m. PMA/510(k) #: k892265. (B)(4).